Event description:
Same case of MFR's report #6000118-2005-00034. It was reported that during a ptcra treatment procedure, the rotalink plus 1.75 mm deivce became disconnected from the burr which lodged in the coronary artery requring surgical intervention for removal. The pt's condition was stable during this event. The lesion being treated was calcified, 85% stenotic lesion in the 3rd proximal branch of the right coronary artery. The physician used a 7f cordis introducer sheath for vascular access and a 7f left amplatz guidewire to cross the lesion. The lesion was initially successfully treated via ablation with a 1.25 mm burr at 150 to 170 rpms for 50 sec. He exchanged the 1.25 mm burr for a 1.75 mm burr which passed the lesion with difficulty. This burr was run at 150 to 170 rpms for 2 minutes, but then could not be extracted from the lesion. It was then n0ted that the connection between the burr and the advancer had become disconnected. Attempts at removal were unsuccessful and the pt underwent disconnected. Attempts at removal were unsuccessful and the pt underwent emergency CABG surgery. The pt's current status is reported as 'good'.